Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen by the physician and the lead was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling weak, and had a feeling of almost passing out. The right atrial (ra) lead was noted to have high thresholds and intermittent non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.